Event description:
It was reported that an unspecified number of syringe 1ml s/t u100 25g 1in had foreign matter before use/deformed stopper and molding defect. The following was reported by the initial reporter: "it was reported that the syringe packages were empty and the rubber was melted into the cannula. Verbatim: complaint reported by bd rep. Wife works at vaccine center in baltimore. They have found 1) many empty syringe packets & 2) syringes with rubber melted up into cannula. Facility has had to throw out hundreds."

Manufacturer narrative:
The following fields were updated due to additional information: b5 describe event or problem: it was reported that an unspecified number of syringe 1ml s/t u100 25g 1in had foreign matter before use/deformed stopper and molding defect. The following was reported by the initial reporter: "it was reported that the syringe packages were empty and the rubber was melted into the cannula. Verbatim: complaint reported by bd rep. Wife works at vaccine center in baltimore. They have found many empty syringe packets & syringes with rubber melted up into cannula. Facility has had to throw out hundreds." D10: device available for eval?: yes. D10: returned to manufacturer on: 5/14/2021. H6: imdrf annex a grid: a0504/a180104/a0406. H6: investigation: one sealed empty package and one 1ml syringe (p/n 329622) inside an open package from batch 0150724 were received and evaluated. The empty package was completely sealed and had no product inside of it. It was observed that the stopper on the syringe was separated from the plunger rod and jammed against the barrel wall between the 20 and 30 unit grad lines. The interior of the syringe barrel between the mentioned grad lines contained stress marks and a visible outward bulge in the print area. Potential root cause for the jammed stopper defect is associated with the assembly process. The barrel damage likely affected its assembly with the stopper. The wall deformity aligned with the location where the stopper was jammed. Potential root cause for the empty package defect is associated with the packaging process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml s/t u100 25g 1in had foreign matter before use. The following was reported by the initial reporter: "it was reported that the syringe packages were empty and the rubber was melted into the cannula. Verbatim: complaint reported by bd rep. Wife works at vaccine center in baltimore. They have found 1) many empty syringe packets & 2) syringes with rubber melted up into cannula. Facility has had to throw out hundreds."